Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with a scar. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient reported that she has a scar on her skin due to the use of one of her dexcom sensors. The patient did not report receiving any medical treatment for the scar; however, she stated that she previously visited her physician, who identified the area as a scar following bruising of the skin. There was no treatment documented. No other details were documented. At the time of report, the patient¿s condition was unspecified. The scar was present more than 3 months after the skin reaction occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.